Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The event occurred in the nsicu (neuroscience intensive care unit.) Patient demographics requested however not provided.

Event description:
It was reported that the rn connected the IV tubing to the patient to initiate a saline infusion, the rate was not programmed into the device when the user observed a free flow. The customer stated that there was "no harm or were user error with a notation of sensitive tubing." The event occurred in the nsicu (neuroscience intensive care unit). Although requested, no further details were provided by the customer for this event.